Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced issues at the abutment site and subsequently, the patient underwent revision surgery in (B)(6) 2019, in order to convert the patient to a percutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture.